Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval, or if any add'l info becomes available.

Event description:
The facility rep reported add'l info on 10/14/2008, which indicate that the tube channel would not open when pressing the open button on the pump head module, but would open when using the manual tube release. The rep also indicated that once the tubing was placed into the channel, it would not close automatically but would manually. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.